Manufacturer narrative:
The reported complaint was not confirmed. A complaint sample was not available for evaluation. A definitive conclusion regarding the reported complaint event cannot be reached without a physical examination of the complaint sample. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an external leak. The blood leak was visually observed. There was a crack identified on the header, end-cap of the device. Blood was leaking externally from the crack. Estimated blood loss was 150 ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample was discarded and was not available for manufacturer evaluation.